Event description:
A catheter occlusion and a volume discrepancy was reported. The expected volume was 2ml and actual volume was 25ml. The managing healthcare provider had referred the patient to the neurosurgeon to check the catheter as there had been a volume discrepancy. Troubleshooting included x-rays the patient consulted with the neurosurgeon the day of the report and would be scheduled for CT scan of the catheter to check for granuloma then would have revision of catheter. The patient status at the time of the report was noted as alive, with injury, some vague withdrawal symptoms. The patient also experienced underdose symptoms, increased pain, less than 50% of therapy relief, and anxiety. The location of the catheter issue/problem was not known as the patient only had x-rays done, no dye study as of the day of the report. The catheter issue was identified as there was a discrepancy of volume return. Surgical intervention had not occurred yet and the patient was seen by the surgeon and would be scheduled for catheter revision as soon as possible. Per the reporter the patient was not receiving effective therapy. The pump was used to deliver dilaudid and bupivacaine.

Manufacturer narrative:
Concomitant products: product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information later received reported the surgical intervention had occurred and the catheter was replaced. The patient recovered without permanent impairment.